Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had an alarm for a failed self test. Customer's blood glucose level was 110 mg/dl. Customer stated that the alarm did not occur during the rewind/prime sequence. Customer stated that it happened multiple times today. Insulin pump will need to be replaced. Customer also had a failed self test alarm and wanted to troubleshoot for sensor issue. Customer stated that he has not been able to connect to a sensor for 3 days. Customer stated that it says lost sensor and he is not able to gain communication. Customer was advised that the sensor will be replaced and that if there is a radio frequency interference issue, he will not be able to link a sensor. No further assistance needed.

Manufacturer narrative:
The pump was received with an error alarm during the self test due to a faulty component on the remote frequency board. We were unable to verify the lost sensor alarm due to the error alarm. No other error alarms were noted. The pump also had a cracked reservoir tube lip.